Event description:
Procedure type: unknown. According to the reporter: the customer reports that during a lobectomy, the device got stuck shut after stapling. The surgeon could not reopen the device and was forced to cut the tissue around it to remove the stapler.

Manufacturer narrative:
(B)(4).